Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not available for reporting. This report is for one unknown matrixrib plate. Part and lot number were not provided for reporting. Other number¿UDI: part number unknown; UDI: unavailable. Date of implant is unknown and was reported as an unknown date in (B)(6) 2015 the subject device is not expected to be returned to the synthes manufacturer for evaluation at this time and is still retained in the patient as of the date of this report. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in (B)(6) 2015, the patient reported coughing hard and having more pain around the one rib. X-rays revealed that the unknown matrixrib plate had fractured (broken). The patient was treated for a rib fracture and was initially implanted on an unknown date in (B)(6) 2015. Revision surgery has not been scheduled as of the date of this report. This report is for one unknown matrixrib plate. This report is 1 of 1 for (B)(4).